Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturer representative that the patient's implantable neurostimulator (ins) was replaced in 2009 with a rechargeable ins due to fast discharge. The patient had a monopolar lead and impedances have always been low. The patient was okay with no harm or injury. The patient's indication for use is essential tremor.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.